Event description:
In 01/2001, the facility's purchasing agent informed the MFR's representative of the following: or dept stated "failed medical device". No further details are available at this time. In 02/2001 talked with physician's nurse to clarify "medical device failure". The nurse stated that the pt was sent to interventional radiology and it was determiend the catheter was fractured. No further details are available at this time.